Manufacturer narrative:
The reported event of separation failure could not be confirmed. Visual inspection showed that the outer helix length was stretched out of specification consistent with procedure force. Inner helix length was normal within specification. Measurement of the tether hole was normal within specification. Further analysis was performed, and the device exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp was unable to be released from the delivery catheter. The lp was removed and the implant was abandoned. The patient was stable.